Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer would freeze and would not print. The programmer passed incoming testing. It was indicated that the programmer had a loose electrocardiogram (ECG) connector and multiple damaged external components. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer frequently froze and stopped printing to a full-size printer. The programmer was returned for service. There was no patient involvement.